Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to activate the nurse call and replace the unit control board. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made by hillrom technical support regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed would not place a nurse call when the nurse call button was pressed. The bed was located on the telemetry unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).